Event description:
Complainant alleged that the clinicians were attempting to cardiovert a pt (age unknown) presenting an atrial-fibrillation heart-rhythm but the device was not synchronizing properly on the rhythm r-waves. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.